Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Adc customer service educated the customer on how to calibrate her blood glucose meter.

Event description:
A customer reported she failed to calibrate her blood glucose meter, and as a result she experienced the following symptoms: weakness, sweatiness and loss of consciousness. There was no report of third-party medical intervention. The customer reportedly self-treated her symptoms by drinking orange juice and eating food. There was no report of death or permanent impairment associated with this event.